Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber beam experienced diminished vaporization and the fiber was damaged/defective. The physician did maintain approximately 2mm distance between the fiber tip and the tissue. However, the tip was buried in the tissue during use. There was no excessive tissue accumulated on the tip but the tip was cleaned two times. It was noted that the fiber was in good condition after unpacking and preparation, and no courtesy error messages were received. The fiber was replaced and the second fiber was used to complete the procedure. There were no complications to the patient. Visual analysis of the photograph provided by the customer identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported diminished vaporization was confirmed as visual analysis of photograph and video identified a distal circumferential fracture. Without product analysis the cause for the distal circumferential fracture could not be established. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Visual analysis of the video and photo provided by the customer identified a distal circumferential fracture. Labeling review: a review of the information provided did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.